Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a follow-up. Multiple noise reversion episodes were noted. Noise was not reproducible via arm movements or movements of the device. The lead parameters appear to be stable. An integrity issue was suspected. It was recommended to have the patient have an x-ray taken. No intervention was performed. The patient was stable and will continue to be monitored.